Event description:
This is a spontaneous report by a nurse from the USA of patient made mistake/touch contamination/did not wear a mask and peritonitis in a patient (B)(6) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse stated that on an unreported date in 2011, the patient made a mistake/touch contamination/did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. Treatment provided for the events was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. The outcome for the patient made mistake/touch contamination/did not wear a mask was not reported. Action taken with dianeal pd4 ambuflex therapy was not reported. Concomitant medications were not reported. The nurse stated that the peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for the patient made mistake/touch contamination/did not wear a mask.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10j18075 and h10h31055 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).